Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received failed battery several alarms and insulin pump shuts off after battery change. The customer blood glucose was 367 mg/dl. Troubleshooting was performed. The insulin pump will not be returned for analysis.